Manufacturer narrative:
(B)(4). The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported left side removal of style 410fm and replaced with natrelle 410mf. Approximately four years after replacement, patient was ¿diagnosed with bia-alcl.¿ pathological markers confirming alcl have not been received. The patient remains under the care of oncologist and is currently undergoing chemotherapy. This record is for style 410fm. This is the same event and the same patient reported under MDR # 9617229-2022-03934 (allergan complaint # (B)(4)).